Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. The problems described in the patient report appear to match the damage found. The patient has been re-implanted and activation went successful. This is a final report.

Event description:
The recipient began to hear popping noises in (B)(6) 2016. This progressed to popping, crackling, whistling noises, some right- side facial stimulation and fluctuating volume. In (B)(6) 2017, the recipient heard minimal volume and reported some tenderness/ soreness around the coil site. The recipient was re-implanted on (B)(6), 2017.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient began to hear popping noises in (B)(6) 2016. This progressed to popping, crackling, whistling noises, some right- side facial stimulation and fluctuating volume.